Manufacturer narrative:
Product event summary # product ID# 4968-35. A proximal portion was received measuring 10.8 cm. A distal portion was received measuring 24.8 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient developed swelling around the implantable pulse generator (ipg) implant site seven days after the implant procedure. A culture of the ipg site was tested and tested negative for an infection. An allergic reaction was suspected. The ipg and lead were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.